Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing a ¿sputtering sensation¿ a week prior to call. There were no falls, trauma, or incident associated with the issue. The patient¿s trial did not sputter. The patient¿s therapy was offering excellent coverage. The sensation was from the patient¿s pocket to their belly. Adjusting the rate and pulse width did not resolve the issue. All impedances were within normal limits. The patient wanted to see if anything changed after giving it some time. The patient had great pain relief a week later.